Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. Additional information indicated that the cause for the high pacing threshold was undetermined. The lead was surgically abandoned. No additional adverse patient effects were reported.